Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user had a hypoglycemic episode during their first week on the device. They were able to treat with fast acting carbs. There was no further outside intervention required.